Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer for troubleshooting but no response was received.